Manufacturer narrative:
The review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. (B)(4). The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that the conformable gore® tag® thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta) in patients who have appropriate anatomy. According to the IFU, complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2015, the patient underwent the vascular intervention with an abdominal aneurysm repair using the endologix device. Reportedly, this intervention is related to a separate aneurysm in the chest, an extent v taaa. On (B)(6) 2016, the patient underwent treatment of a thoracoabdominal aortic aneurysm (taaa) whereby a conformable gore® tag® thoracic endoprosthesis was implanted. The device was deployed in zone 4 (distal descending thoracic aorta). It was reported that the gore device was not in connection with the prior implanted endologix device. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2016. It was reported that on (B)(6) 2016, images identified an intentional endoleak at the distal portion of the device. The event was reported to be related the aortic device or procedure. Reportedly, it was a staged repair for the taaa and there was a distal type I endoleak because the procedure was not fully completed due to the patient¿s renal insufficiency. The aneurysm terminated at the level of celiac artery. So, it was decided to stage the procedure and place the celiac branch from the axillary artery during the second stage. On (B)(6) 2016, the additional devices (vbh091502a and tgu343410) were reportedly performed to treat the endoleak. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
This report is being sent as a retraction to the initial report. Due to the investigation and information provided from the hospital, it was recognized that the additional procedure was a staged procedure. The endoleak was intentional and was related with a procedure and not related with a gore® device. This event is not reportable as a serious injury.